Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the solenoid valve assembly. The unit passed all tests and calibration, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the use that, during set-up, an 840 ventilator compressor was observed to be leaking. There was no patient involvement.